Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. The patient underwent surgical intervention to explant the device. No additional adverse patient effects were reported. The lead is not expected to return.

Manufacturer narrative:
This supplemental report was filled to correct fields b5: "describe event or problem" and h6: "patient codes ". At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. The patient presented a fever and when checked, the pocked was swollen. The patient underwent surgical intervention to explant the device. No additional adverse patient effects were reported. The lead is not expected to return.